Manufacturer narrative:
Currently, it is unknown to what extent the device #1 may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the patient underwent an additional surgery to repair the hernia defect and "remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). It is also unclear as to which device "remove it" is referring to (device #1, device #2, or both). As such at this time, we have not identified this as reported device explant. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard perfix plug (device #1) implanted on the right hernia defect. An additional emdr was submitted to represent the bard perfix plug (device #2) implanted on the left hernia defect. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2013: the patient underwent surgery for repair of a right and left inguinal hernia. A bard/davol perfix plug, reference number 0112960, lot number huxb1587 (device #1)was implanted to repair the right hernia defect. A bard/davol perfix plug, reference number 0112960, lot number huwi1298 (device #2) was implanted to repair the left hernia defect. On (B)(6) 2014: the patient underwent an additional surgery to repair the hernia defect and "remove it." As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective perfix plug.

Manufacturer narrative:
Currently, it is unknown to what extent the device #1 may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the patient underwent an additional surgery to repair the hernia defect and "remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). It is also unclear as to which device "remove it" is referring to (device #1, device #2, or both). As such at this time, we have not identified this as reported device explant. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the manufacturing date. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 1 year 4 months post implant of perfix plug (device #1 - right), patient was diagnosed with adhesions, groin pain thereby underwent hernia repair. The instructions-for-use supplied with the device list adhesion as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Updated fields: a2, b4, b5, b6, b7, e3, g1, g3, g6, h2, h6, h10, h11. Corrected field: h4 (manufacturing date). This supplemental emdr represents the perfix plug (device #1). An additional supplemental emdr was submitted to represent the perfix plug (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2013: the patient underwent surgery for repair of a right and left inguinal hernia. A bard/davol perfix plug, reference number (B)(4), lot number huxb1587 (device #1)was implanted to repair the right hernia defect. A bard/davol perfix plug, reference number (B)(4), lot number huwi1298 (device #2) was implanted to repair the left hernia defect. (B)(6) 2014: the patient underwent an additional surgery to repair the hernia defect and "remove it." As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective perfix plug. Addendum per additional information provided: (B)(6) 2013 - patient was diagnosed with bilateral groin pain, bilateral inguinal hernias thereby underwent laparoscopic repair with the implant of two perfix plugs (device #1 - right, device #2 - left). Per operative notes, ¿two defects were seen, one at the right and one at the left inguinal canal. On the right side, a piece of perfix plug (device #1) was placed covering the right inguinal internal ring and tacked. On the left side, another piece of perfix plug (device #2) was cut to fit and placed over the internal ring from the inside of the abdomen and tacked.¿ (B)(6) 2014 - patient was diagnosed with bilateral groin pain thereby underwent lysis of adhesions and removal of mesh from left groin (device #2). Per operative notes, ¿noted adhesions of the omentum to both the left and right groins where previous mesh had been placed for hernia repairs. On the right side of the pelvis, removed all the omental adhesions from the mesh. The mesh appeared to be in place and there is no hernia recurrence. On the left groin, there were dense adhesions of the omentum, and the old mesh was removed (device #2) to release these adhesions. There was no recurrent hernia defect as there was a lot of scar tissue in the lower pelvis.¿ attorney alleges that the patient had adhesions and scarring.